Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to an extractor pro retrieval balloon used with a dreamtome rx 44, hurricane rx dilatation balloon and spyscope ds ii in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 44, hurricane rx dilatation balloon, spyscope ds ii and extractor pro retrieval balloon were used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019, it was noted that the patient had a perforation. Reportedly, the autotome was the first device used in the procedure to advance the wire, the extractor rx was the second device used in the procedure, the hurricane rx was the device used in the distal bile duct and the spyscope ds ii was the stiffest device used during the procedure which required force to advance into the bile duct. There was no reported deficiency or malfunction of the extractor pro balloon. Per the physician's assessment, the combination of a fresh sphincterotomy and passage of multiple devices had caused the patient's perforation. The patient is still under observation. Additionally, the patient underwent imaging follow ups and may have a metal stent placed.